Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was not able to pace, even at high outputs of 5v. After repeated attempts, the issue could not be resolved. This lead was removed and a non-boston scientific lead was implanted to complete the procedure. No adverse patient effects were reported. The explanted lead was returned for analysis.

Manufacturer narrative:
Patient code 3191 captures the observation of a prolonged procedure. The device has been received, pending analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). The device has been received, pending analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was not able to pace, even at high outputs of 5v. After repeated attempts, the issue could not be resolved. This lead was removed and a non-boston scientific lead was implanted to complete the procedure. No adverse patient effects were reported. The explanted lead was returned for analysis.